Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was customer was unable to charge the pump successfully. Subsequently, the pump shut off. The customer's blood glucose level was 538 mg/dl and the customer was in diabetic ketoacidosis. Reportedly, the healthcare provider identified the ketones as life threatening. The customer went to the emergency room (ER) for treatment and was subsequently hospitalized. Intravenous (IV) insulin drip was administered. The contact reported the pump was able to successfully charge and no other issues were identified with the pump or supplies. Multiple attempts were made by tandem technical support to obtain further information, however no response was received from the customer.